Manufacturer narrative:
Investigation included collection of event details, verification of device information, and arrangements for device return and data synchronization prior to shutdown. Investigation of this case revealed physical damage to the display component with loss of normal user interface function. It was concluded that the event was due to accidental physical damage, not a device malfunction.

Event description:
It was reported that the ilet insulin pump was dropped from a belt clip, resulting in a cracked screen and inability to wake or unlock the device, and the user subsequently switched to a compatible cgm application while awaiting a replacement. Symptoms included no injury. Outcomes included no medical intervention, no hospitalization, and continued cgm use with an alternate app.